Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter had a power issue - does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged meter power issue first occurred ¿over a month ago¿. It is unclear what the patient¿s usual diabetes management routine is and whether they took any action as a result of the alleged product issue. The patient reported that on an unspecified date and time after the product issue began; she developed the symptoms of ¿thirsty, tired and weak¿. The patient stated that she made a doctor¿s office visit and had her blood glucose reading taken. It is unknown what result she obtained on the doctor¿s meter. At the time of troubleshooting the cca noted that it was not the first time the patient was attempting to test with the subject meter, there was no misuse of the product and the patient had the correct test strips. In addition cca noted that when the patient pressed the power button the meter did turn on. The patient did not have any test strips to carry out further testing. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began. In addition the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.